Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.

Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that a patient's blood glucose levels reached 20.8 mmol/l (375 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. In addition, it was reported that the cannula appeared to be bent.